Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2015 on an ischemic patient with several stents implanted. The patient was feeling pain in the chest, mostly at night, and was wearing a 24 hours holter monitoring. On (B)(6) 2016, the patient went to the hospital to have the content of the holter checked. Reportedly, some sinus tachycardia around 110 bpm lasting 4 to 6 seconds were recorded in the holter, during central hours of the day. At night, when the patient is feeling chest pain, the cardiac rate is stable at 60min-1. No arrhythmia episode was recorded in the device memories. Preliminary analysis confirmed that the pacemaker did not detect any tachycardia, most probably because events sensed by the pacemaker did not meet the criteria required for detecting and/or recording an atrial or a ventricular run episode.

Event description:
The subject pacemaker was implanted on (B)(6) 2015 on an ischemic patient with several stents implanted. The patient was feeling pain in the chest, mostly at night, and was wearing a 24 hours holter monitoring. On (B)(6) 2016, the patient went to the hospital to have the content of the holter checked. Reportedly, some sinus tachycardia around 110 bpm lasting 4 to 6 seconds were recorded in the holter, during central hours of the day. At night, when the patient is feeling chest pain, the cardiac rate is stable at 60min-1. No arrhythmia episode was recorded in the device memories. Preliminary analysis confirmed that the pacemaker did not detect any tachycardia, most probably because events sensed by the pacemaker did not meet the criteria required for detecting and/or recording an atrial or a ventricular run episode.